Event description:
Overdelivery reported. The pump was to deliver marcaine 0.1% and fentanyl 2mg/cc epidurally; set at 4cc/hr, with a pt dose of 1cc every 15 minutes with a four hour limit of 24cc. The home care pt called and said that her bag was almost empty before it was supposed to be. The nurse visited the pt and noted approx 20cc left in the bag when there should have been 200cc left. The pt experienced no symptoms of anesthetic or narcotic overdosage. No pt harm was reported.